Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-17104. It was reported the pt's scs ipg was explanted for suspected battery depletion after the loss of communication with the pt programmer; however, upon removing the ipg it was suspected the scs leads had fluid in them. At this time, it is unk what model scs leads the pt has and although the scs ipg was returned, the leads were not.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.